Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the patient had their ipg explanted and replaced on (B)(6) 2020 which resolved the issue. Therapy restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient programmer displayed a low battery / stim off message. Surgical intervention may be undertaken to address the issue.